Event description:
I've been in the hospital more than (3) three times for blood clots to both lungs and both of my legs, from (B)(6) 2010, and now I'm on lovenox injection since (B)(6) until present date. My left leg is very weak and swollen all the times. I also can't put too much weight on my left leg or I will fall.